Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the right ventricular (rv) lead electrogram (egm). Additionally, it was noted that there was undersensing. The patient is to go in-clinic for further investigation. The device remains in use. No adverse patient effects were reported.